Manufacturer narrative:
The referenced known compromised driveline wire issue has been reported under medwatch MFR # 2916596-2015-02262, 2916596-2016-02116, 2916596-2017-00627 (external driveline replacement), 2916596-2017-03362. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had broken battery clips that caused a pump stoppage. The battery clips were replaced. There was no reported adverse effect to the patient. A review of the system controller log file submitted to the manufacturer's technical services department confirmed pump stoppage events which occurred while the lvad system was powered by external batteries. Analysis of the log file data showed that the pump stoppage events were not related to battery clips and were most likely caused by a driveline issue (phase to phase short). No additional information was received.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of pump stoppages, a specific cause for these events could not be conclusively determined as there is no product available for investigation. The submitted system controller log file captured constant yellow wrench advisory/driveline fault alarms. Further, two pump stops and low speed hazard events were observed while the patient was connected to battery power. Low flow hazard alarms were also observed during these events, associated with the low speed hazard events. Based on previous complaint history, these events appear consistent with a potential driveline issue. In addition, one no external power alarm and low battery hazard was noted. The associated voltage values suggest that this event was due to the disconnection of both system controller power cables simultaneously. The system controller¿s backup battery supplied power to the pump during this event as designed. The patient remains ongoing on the device and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.